Event description:
The hospital reported that during an endoscopic vein harvesting procedure, upon opening the kit after the dissection but before the use of scissors, the operating room staff could not get the scissor tips to close. There was a disconnect between the handle and the scissor tips. A new kit was used to complete the procedure. There were no patient effects. The product is returning.

Manufacturer narrative:
Investigation: a visual inspection revealed that the scissors shaft was intact and when the scissors were opened and closed, the spindle shifted. There was no evidence of blood on the device. Based upon the visual observations and the functional test, the reported complaint was confirmed on 10/15/2010. (B)(4).